Event description:
It was reported that during a lithotripsy procedure, the laser fiber broke. Upon removal of the fiber from the scope, the broken fragment dropped into the patient's bladder and then was removed. There was no suspected harm to the patient.